Event description:
Upon withdrawal of the duodenovideoscope after the endoscopic retrograde cholangio pancreatography procedure, a burn was noticed on the duodenal wall of the patient. A biopsy of the affected area was taken and results of the biopsy concluded that the tissue was normal. Although no treatment was required, the patient, who had a pre-existing condition of pancreatitis and cholelithiasis, remained in the hospital since patient routinely remain in the hospital for 24 hours following sphincterototomy. Another co's cautery unit used during the procedure was checked at the hospital by a hospital bio-medical technician following the procedure and was returned to service since no problems were found. The nurse did not know the cautery settings used during the procedure. The microvasive sphincterotome was not checked following the procedure since it was disposable and had already been discarded.